Event description:
Plaintiff was employed as a registered nurse who wore and was exposed to latex gloves made by various manufacturers. Plaintiff alleges suffering the following symptoms: shortness of breath, asthma, swelling, itching, rashes, hives and anaphylaxis. Plaintiff alleges developing a latex allergy.